Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Resistance after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to additional resistance at the handle which can cause the drive wire to detach from the handle spool. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy, a polyp was removed and the post polypectomy site was estimated to be 12mm in size. A cook instinct endoscopic hemoclip was used in an attempt to close the post polypectomy site. Once the clip was closed onto the tissue site. The clip would not deploy [the closed clip would not release from the clip deployment device]. The drive wire inside the handle was buckling out of the handle and they were forced to tear the clip away from the tissue to remove the device. Another cook instinct endoscopic hemoclip was used and the same observation was made. See MDR# 1037905-2013-00248 and 1037905-2013-00249. After two occurrences they used clips made by another company to close the post polypectomy site as best they could. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.